Manufacturer narrative:
The reported field event of radiofrequency (rf) and inductive interrogation failure was confirmed in the lab. However, the inductive telemetry anomaly was due to the device¿s inability to establish the rf communication when both rf transmitter and inductive wand cables are simultaneously connected to the programmer. The inductive telemetry was normal when the rf transmitter cable was removed from the programmer. The cause of the rf telemetry issue was revealed to be due to a firmware anomaly. After the device¿s firmware was reloaded, it communicated normally with both rf and inductive telemetry. Interrogation of the device revealed the device was above elective replacement indicator (eri) voltage level when received. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal.

Event description:
It was reported that the device was unable to be interrogated via inductive and radiofrequency telemetry during an in clinic follow-up. The device was explanted and replaced to resolve the event and the patient was in stable condition.